Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue. Physio-control provided the third party service agent with technical assistance. It was later confirmed that the third party service agent replaced the power module to resolve the reported issue. The service agent then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
A third party service agent contacted physio-control to report that their customer¿s device would not power on using ac or dc power. There was no patient use associated with the reported event.